Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue ¿flaw in display / screen flaw is noticeable with screen power on and off¿ was not confirmed. On 07/25/2025, pcu was received unboxed and with paperwork. External inspection revealed that one of rubber feet was missing. Could not duplicate customer failure in op¿s lab. Device to be returned to san diego repair center for processing. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had damaged display and flaw in display and screen is noticeable with screen power on and off. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue ¿flaw in display / screen flaw is noticeable with screen power on and off¿ was not confirmed. On 07/25/2025, pcu was received unboxed and with paperwork. External inspection revealed that one of rubber feet was missing. Could not duplicate customer failure in op¿s lab. Device to be returned to san diego repair center for processing. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had damaged display and flaw in display and screen is noticeable with screen power on and off. There was no patient involvement.